Event description:
It was reported the patient experienced a gradual loss of therapeutic effect. The patient was receiving stimulation, however, the baseline pain had increased. The patient states that she fell once in (B)(6). Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).